Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. No lot number was identified with this complaint, therefore the manufacturing documentation was not reviewed. However, all product and batch history records are quality reviewed prior to product release. The provided image shows the tip of the product with one of the forceps arms broken off. Based on the complainant's statement regarding grasping an iol haptic and the product's directions for use (dfu) defining that the products are intended to be used in vitreoretinal surgery for grasping or cutting of intraocular tissues, it is concluded that the product was used outside of its intended use. The investigation is completed based on this information, determining use error as the root cause for the reported event. Since it was reported that the defect occured during use of the instrument outside of its intended use, the root cause is identified as external - use error. No actions are required since the defect occurred during use for a purpose not covered by its intended use, which is communicated in the product's directions for use (dfu). The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, an ophthalmic forcep tips broken off into the eye and broken object removed without any issue. The surgery was completed on the same day. Details of surgery was not reported. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).